Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to aseptic loosening of the tibial component.

Manufacturer narrative:
The implants for this event were reviewed for compatibility with no issues noted. No deviations from the surgical technique were noted in the operative notes from the first revision surgery on (B)(6) 2007 (when the related tibial component was implanted). Review of the operative notes from the second revision surgery on (B)(6) 2015 confirmed that the tibial component was ¿grossly loose.¿ although the femoral component was also removed during the second revision, there were no indications that there were any issues with the femoral component. Due to the absence of a lot number for the tibial component, the exact package insert that was included with this device cannot be identified. However, it is known that one of the three package inserts would have been included with the tibial component. The risk of component loosening is addressed in all three of these package inserts. Each insert lists ¿loosening or fracture/damage of the prosthetic knee components or surrounding tissues¿ as an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be identified with the information provided. However, the complaint will be revisited upon return of components, photos, or further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scratches on the proximal surface of the tibial plate and foreign material on the distal surface. The stem extension remained assembled to the tray. The ap and ml dimensions were measured and found conforming to print specifications. Review of the operative notes from the second revision surgery confirmed that the tibial component was grossly loose. Review of the device history records identified no related deviations or anomalies. The updated information does not change the previous investigation conclusions. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No devices were received; therefore, the condition of the nexgen stemmed precoat tibial components is unknown. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. Surgical notes were provided; no anomalies noted. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.